Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: it was reported that the blood set leaked where the tubing enters the drip chamber. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample with packaging identifying lot# 0061674868 was returned for evaluation. In addition an extension set from another manufacturer was attached to the distal end of the set. The sample was leak tested per specification and it was noted that leakage occurred at the proximal end of the blood filter where the tubing connects into the filter. The reported defect is confirmed based upon the evaluation of the sample. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. In addition, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.